Event description:
It was reported that the lead was dislodged due to twiddler's syndrome and was wrapped around the device. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.